Event description:
An alarm issue was reported with the adc device. A customer reported that the sensor's low alarm failed to trigger and as a result, the customer became hypoglycemic with a symptom of tremors. The customer was unable to self-treat and was provided orange juice and sugar water by a third party and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Event description:
An alarm issue was reported with the adc device. A customer reported that the sensor's low alarm failed to trigger and as a result, the customer became hypoglycemic with a symptom of tremors. The customer was unable to self-treat and was provided orange juice and sugar water by a third party and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device. A customer reported that the sensor's low alarm failed to trigger and as a result, the customer became hypoglycemic with a symptom of tremors. The customer was unable to self-treat and was provided orange juice and sugar water by a third party and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Successfully received high/low glucose alarms on android/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.